Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology leaked blood through the bc valve. The following information was provided by the initial reporter: "bd1-the blood control vaslve inside cathlon is not working when IV is inserted the blood flows out which should not happen until IV tubing is connected to puncture valve.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology leaked blood through the bc valve. The following information was provided by the initial reporter: "bd1-the blood control vaslve inside cathlon is not working when IV is inserted the blood flows out which should not happen until IV tubing is connected to puncture valve.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 12-apr-2022. H6: investigation summary/ our quality engineer inspected representative sample submitted for evaluation. Bd received one unopened unit from lot number 0252150. The device was tested for leakage beyond the septum, where no leakage was observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology leaked blood through the bc valve. The following information was provided by the initial reporter: "bd1-the blood control vaslve inside cathlon is not working when IV is inserted the blood flows out which should not happen until IV tubing is connected to puncture valve.